Manufacturer narrative:
Device 2 of 2. Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The lead as returned has multiple cuts, instrument marks and compression damage. The terminal end electrode is missing and was found inside the ipg header. Channel 1 and 5 measure open. All other channels measure less than 4 ohms. It is believed the damage to the product happened during the explanted procedure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.

Event description:
Device 3 of 3. See MFR report 1627487-2010-01511 and 1627487-2010-01520. The pt received her sc system on (B)(6)2009. It was reported that the pt chose to have the system removed because she was not satisfied with the results. Reprogramming was attempted several times with no success. The pt's ipg and lead were explanted on (B)(6)2009 and returned to the MFR for eval. No further info is available.